Event description:
Sterile supply pack was found to have a hole, contaminating contents. This hole is on the inside pack, not the outside pack. Likely from manufacturing process. Supplies were set aside and new supplies obtained.